Event description:
It was reported to philips that upon rebooting the system, the boot stalled at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) inspected the system remotely and confirmed that the system boot up stalled at 00:00. Upon troubleshooting, distributor checked the power supply unit and found that pd (power distribution), scomp and dcps (direct current power supply) was faulty and didn¿t provide the output power. To resolve this issue, distributor replaced the pd, scomp, dcps etc. Case was opened as technical support for distributor installed system; as a result, no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on investigated outcome. Evaluation method code was correctly updated.